Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event and subsequently expired on the same day, which was alleged to have been caused by exposure to naturalyte and/or granuflo product administered during dialysis treatment.